Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances. Boston scientific technical services (ts) recommended high resolution x-rays to exclude any abnormalities, aggressive postural based isometrics to exclude mechanical issues/lead impairment and a low energy (1.1 joule) shock. If the low energy shock returns an in-range measurement, the clinician can choose to deliver a maximum energy shock to ensure full integrity of the system. Additional information received indicates that the patient was brought back into the clinic and the recommended troubleshooting was performed. The shock lead alert limit was increased. No further intervention was performed and the patient will be monitored. The device remains in service.